Manufacturer narrative:
The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Conclusion: the reported event occurred due to incorrect signal input, therefore, the image could not be displayed. (A video signal input to the sdi terminal) this issue is an error in connection and setting of the input signal, and it is determined to be caused by user handling.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. The user called into customer support for the reported issue. Troubleshooting with the user identified the video cable was attached in the wrong port on the device. This was corrected and the issue was resolved. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a high definition lcd monitor had no image. There was no patient impact related to this occurrence.